Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exit the infusion set when the tubing was primed. Reportedly, the luer lock connection was not tightened properly, and the customer stated that they saw insulin pooling around the luer lock. The user tightened the luer lock connection and successfully primed the tubing. Customer declined to check their blood glucose level at the time of the event.